Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to corrosion found on ECG c. The root cause for the corrosion could not be positively identified. There were no adverse events associated with the belt malfunction.

Event description:
A us distributor reported that a patient was receiving a service code.